Event description:
A malfunction in the pump was reported, with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, allowing the customer to reload the cartridge and resume the sensor session, with the guidance that the customer may continue to use the pump.